Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of hospitalization due to hives. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information in alleging a patient developed hives related to a CPAP device's sound abatement foam. The patient was hospitalized for the reported event. The device was returned to the manufacturer's product investigation lab for evaluation. The external and internal aspect of the device was inspected. The manufacturer observed unknown brown debris in filter inlet consistent with keratin contamination and white dust on blower was also observed in the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 has been updated.